Event description:
Consumer complaint of e-5 error. Customer states e-5 error appears after sample is applied. Customer was unable to perform blood test. Verified the strips expire 10/25/2016, unable to confirm the open date of test stips or the storage conditions.

Manufacturer narrative:
Internal report # (B)(4) . Returned meter evaluated with no defect found. Returned test strips produced "lo" readings and black chemistry observed. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).